Event description:
It was reported that the patient was experiencing painful sensation during a trial procedure. The physician believed it was procedure related. The trial was aborted and the leads were explanted. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7248401.